Event description:
Caller reported a malfunction on the pump displaying malfunction code 5, with no notable events occurring prior to the issue. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump, and the customer was informed about using a backup therapy of multiple daily injections to ensure insulin delivery. A replacement pump with updated software was sent, along with instructions for returning the faulty pump to tandem. The customer understood and acknowledged all instructions provided by technical support.